Manufacturer narrative:
Visual and functional inspections were performed on the returned device. Analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the proglide device. The unspecified failure mode was observed as a suture detachment. Lhr and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported suture detachment; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a pulmonary embolism (pe) interventional procedure. Reportedly, "no needles returned" with two prostyle devices. The pulmonary embolism (pe) interventional procedure was completed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.